Event description:
A malfunction was reported when the pump ripped off the customer's skin and dropped, displaying malfunction code 24, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support sent a replacement pump to the customer, who reverted to using a multi-dose insulin (mdi) as backup therapy and followed instructions to return the problematic pump.